Event description:
It was reported that after unpacking the 3.0x12mm nc trek balloon dilatation catheter, the device was found to be separated. The device was not used and there was no patient involvement. Another nc trek balloon dilatation catheter was used for the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Return device analysis did not confirm a shaft separation, only a kink. Additional information confirmed that the correct device was received and that the kink was reported incorrectly as a shaft separation.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kinked shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.